Event description:
During implant of a sapien 3 valve in the aortic position, a 16f esheath + was inserted without difficulty. Upon advancement of the 29mm sapien valve, the valve became stuck in the sheath at the area of the common iliac. Per fluoro, it was determined that the valve had become externalized from the esheath at the level of the common iliac. Significant resistance was met while advancing the system through the distal half of the sheath, when examined on fluoro it appeared that there was a separation on the sheath that had occurred in the proximal sheath and the valve had essentially 'unzipped' the seam of the sheath, with the wire still within the sheath but the distal end of the commander and the valve appeared to be outside of the sheath. The valve was unable to advance further, a decision was made to remove the 16f sheath and delivery system together as a unit. Once the device was retracted to the external iliac, the patient became hemodynamically unstable and blood transfusion was given. The valve perforated the esheath during advancement leading to a vascular complication. The delivery system was removed with some difficulty, and after the covered stents were successfully placed angiography displayed a perforation at the right common femoral requiring cutdown for repair. The patient was stable and transferred for post management care. The case was aborted. The patient's vessel was of excellent caliber (8mm+), no disease or calcification with mild tortuosity. The devices will be returned for evaluation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 to reflect device evaluation. The 16fr esheath was returned to edwards for evaluation. Visual examination revealed the following: liner tear was noted at the strain relief extending to the distal tip, the distal tip partially opened with remaining liner expanded, and minor sheath kinks at the distal tip. Functional testing was performed, and the sheath expanded as designed and the tip opened as designed. Dimensional testing on the liner thickness was performed and was found to be within specification. Imaging was provided and revealed tortuosity present within access vessels. In addition, imaging revealed that the valve was protruding through damaged liner. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The esheath+ introducer instruction for use (IFU), the commander delivery system, IFU, device preparation training manual, and the procedural training manual were reviewed for instructions and guidance. The procedural training manual provided guidance best practices for system advancement. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. During crimp technique verification, utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. During vessel dilation prior to sheath insertion, an additional dilator is included with the system for vessel dilation as needed. Utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire - use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist). This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Sheath seam orientation, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. During sheath insertion angle and short movements, system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. In addition, imaging confirmation should be utilized, if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure the valve and the sheath are not damaged. No IFU of training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for liner punctured and resistance between system components was confirmed by device evaluation. No manufacturing nonconformance was identified. Review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'a 16f esheath + was inserted to the rfa over a meier wire without difficulty, an upon advancement of the 29mm sapien valve, the valve became stuck in the sheath at the area of the common iliac. Per fluoro, it was determined that the valve had become externalized from the esheath at the level of the common iliac. Significant resistance was met while advancing the system through the distal half of the sheath, when examined on fluoro it was clear that there was a separation on the sheath that had occurred in the proximal sheath and the valve had essentially 'unzipped' the seam of the sheath, with the wire still within the sheath but the distal end of the commander and valve appearing to be outside of the sheath'. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Per 3mensio imagery, tortuosity was noted within the patient's anatomy. Tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, could have led to resistance during delivery system advancement through the sheath. High push force was likely applied to overcome the resistance resulting in excessive manipulation and damage to the liner. In this case, available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event, but a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.

Manufacturer narrative:
A supplemental MDR is being submitted after further clinical review of the complaint. Product problem (b1 report type) was corrected. The injury was reported on mfg. Report no. 2015691 -2022- 06011. The following sections of this report have been updated/corrected: h6: impact code - blood transfusion removed, clinical code - cardiovascular insufficiency removed and added insufficient information and device code - added material puncture/hole.

Manufacturer narrative:
A supplemental MDR is being submitted to provide reference of manufacturer report number related to this complaint. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022- 06011.